Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: product ID: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-mar-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 25-mar-2020, labeled for single use: no. (B)(4). Product ID: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-mar-2021, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, mfg date: 25-mar-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited critical battery alarms. It was also reported that after routine log file review, the controller had an unexpected loss of power. The batteries were expected to be replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: the controller (con403853) was not returned for evaluation. Two (2) batteries (bat817278, bat817288) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed two (2) controller power up events with associated pump start events logged on (B)(6) 2021 at 08:24:19 and 08:24:53. The data point prior to the losses of power revealed that bat817278 was connected to power port one (1) with 25% relative state of charge (rsoc) and bat817694 was connected to power port two (2) with 71% rsoc. The data point recorded after the losses of power revealed that bat817278 was connected to power port one (1) and bat817288 was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for 13 seconds and 29 seconds, respectively. Analysis of the alarm log file did not reveal any critical battery alarms logged within the analyzed period. As a result, the reported loss of power event was confirmed. The reported critical battery alarms event could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: bat817288 d10: yes, return date: 21-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat817278 d10: yes, return date: 21-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.